Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) appropriately withheld anti-tachycardia pacing therapy but then delivered the atp therapy and broke the tachyarrhythmia. The physician questioned why the transition to detection after withholding was so long and why atp therapy was delivered. The device remains in use. No further patient complications have been reported as a result of this event.